Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue 'device occluded too high from the passing parameters' could not be reproduced during the device evaluation due to an unrelated issue. Evaluation found the downstream sensor and downstream tubing guide gap were within the specification. The device was determined to meet all product specifications related to the reported event. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'device alarmed for downstream occlusion when a downstream occlusion is not present' which were verified through a review of the event history log by the presence of 'downstream occlusion!' Messages but not reproduced during evaluation. Evaluation found the downstream sensor and downstream tubing guide gap were within the specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had an air in line error during the flow line testing of the pump for the downstream occlusion testing. A review of the event history log identified 'air in line!' Messages. The cause was identified to be a failed attempted calibration ultrasonic sensor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had occluded too high from the passing parameters and alarmed downstream occlusion when there was no downstream occlusion present. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.